Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported condition, pump alarms door not latched when tubing is in place, was unable to be reproduced, but was confirmed through review of the event history log. This condition was caused by increased force needed to close the door. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported a spectrum pump alarmed "door not latched when the tubing was in place". It was also reported there was no pt involvement.